Event description:
End user reports that "he has several catheter from 4 mu, all with same reference all with the same lot number, that when he attempts to open and separate away the clear plastic portion of the packaging from the white paper portion of the outer packaging the paper portion tears down the middle which then compromises the sterility of the catheter and makes it very difficult to get the catheter out of the package. He states either the paper has become weaker or the glue is too strong that closes the outer packaging. He has been using these for many years and notes he is familiar with the proper way to open the package."